Event description:
It was reported that, an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Repair statement: "the service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications" to "the service engineer (se) inspected the device and found a relevant diagnostic code in the logs but was unable to duplicate the reported condition. As a precaution, the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs were replaced. The unit passed all testing and operates within the manufacturing specifications." Corrected initial reporter facility information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and found a relevant diagnostic code in the logs but was unable to duplicate the reported condition. As a precaution, the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs were replaced. The unit passed all testing and operates within the manufacturing specifications.